Manufacturer narrative:
Mw5174483. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a patient underwent a venaseal closure procedure. Patient was told body would absorb the glue. Medtronic later confirm the glue remains permanently. Since the procedure the patient has suffered from systemic inflammation, often trouble breathing, blood clots, tachycardia, major hair loss, major chronic rashes and circulation issues. Patient has developed allergies to "nearly everything". Patient underwent surgical removal of the great saphenous veins (including a rare dual vein) and the patient now lives with permanent damage and major depression. Patient notes they have lost their health and quality of life. Patient believes they have developed chair - a delayed hypersensitivity to venaseal. After removal of the rare dual gsv, the patients immune system is still attacking itself. Patch test confirmed allergy.